Event description:
It was reported that the user, on the first day of pump use, accidentally entered two meal announcements, which led to insulin overdelivery and a low blood glucose of 50 mg/dl. Symptoms included hypoglycemia without reported neuroglycopenic or autonomic manifestations at the time of contact. Outcomes included self-management with oral fast-acting carbohydrate per 15 grams/15 minutes protocol and recovery to a stabilizing glucose of 70 mg/dl, with no escalation of care or hospitalization. Investigation included complaint handling and user education regarding correction and meal announcement use. Investigation of this case revealed user error related to duplicate meal entry resulting in excess insulin delivery. It was concluded that the event was attributable to user handling, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.